Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions resulting in the cartridge melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.